Event description:
It was reported that the patients implantable pulse generator (ipg) was difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few months from the date the manufacturer became aware of the event.